Event description:
It was reported that the patient presented in clinic for an initial implant. During the procedure it was noted that the left-ventricular (lv) lead exhibited high pacing impedance and high capture threshold. As a resolution the lv lead was not implanted on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination did not find any anomalies except for procedural damage.